Event description:
Related manufacturer reference number: (B)(4). It was reported that post-implant check, the pacemaker and the right atrial (ra) lead exhibited increased pacing impedance and increased capture threshold. X-ray and fluoroscopy confirmed that the ra lead was not fully inserted into the atrial port of the pacemaker. The physician stated that the insulation of the ra lead port pin was thicker than normal. The pacemaker was explanted and replaced on (B)(6) 2024 while the ra lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-73162 as the pacemaker should not have been submitted as a medical device report (MDR) as the complaint is not associated to the product and there is no allegation of a malfunction.